Manufacturer narrative:
Additional product code hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary. The complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could be confirmed as the device is clearly broken into 2+ pieces along the tip. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine tray inspection prior to tray being processed, the drive shaft- minimum 520mm length for use with ria was found to be broken. There were no patient and surgical involvement. This complaint involves one (1) device.